Event description:
Rptr stated that they did meter to hcp meter comparison tests, 30 minutes apart. Rptr had called dr after getting a low reading, although they felt fine. (Rptr did not recall reading.) The phone call with dr was disconnected, and dr was uncertain of situation, so he called 911 to go to rptr's home. (Emt found out there had been problems on phone lines.) While there, rptr had no symptoms. Paramedics tested them on their meter with result of 29 mg/dl. Then they tested on emt meter (type unknown) which read 171 mg/dl. Emt left; no treatment was given.